Manufacturer narrative:
It was reported that a threaded olive wire broke during surgery resulting in the tip being implanted in the patient's bone. The device was not returned to the manufacturer for evaluation. The 2mm x 40mm sub-olive wire with threaded tip is provided to customers within a sterile kit (sk14) marked for single use. The UDI referenced is for the sterile kit, sk14, the product is distributed within. The device history record was reviewed and no issues were identified during the manufacture or release of the device that could have contributed to what was reported. The most likely cause cannot be determined due to the device not being returned for evaluation; however it is possible the technique utilized applied additional bending forces to the device. The olive wire is manufactured with implant grade material and no adverse events have been reported as a result of this failure to date. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file this MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that the tip of an threaded olive wire broke off and was retained in the patient's bone during a bunion procedure on (B)(6) 2019. A backup device was available to successfully complete the case with no additional patient outcomes.